Manufacturer narrative:
Claim (B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon indicates there is low vaulting with lens rotation and a planned lens exchange. Lens remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced a low vault with rotation. The lens remains implanted. Reportedly "doctor has requested for one bigger size lens". Claim# (B)(4).